Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the right coronary artery (rca). Reportedly a 2.50 x 48mm xience expedition drug eluting stent (des) was deployed; however, a distal edge dissection was noted. Another stent was used to treat the dissection and the procedure was completed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), electronic, instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.